Event description:
The device was used during a tah procedure. Reportedly, the staples were missing. The surgeon used another procedure to complete the procedure. The hospital has reported no pt injury occurred.